Manufacturer narrative:
All the buttons were functioning properly, however, corroded keypad traces were found on the insulin pump. There was no button error alarm during testing. The pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and cracked battery tube threads.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer was not able to clear the alarm. Customer had just cleared the low reservoir alarm. Customer mentioned that none of the keys were working. Customer stated that the pump was not exposed to moisture only sweat. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.